Event description:
The reporter contacted animas on (B)(6) 2013 indicating blood glucose levels of hi on the meter (over 33 mmol/l) with symptoms of dry mouth, thirst, increased urination, and pain. The reporter indicated that the infusion set was changed and a correction bolus was given but blood glucose levels would not go below 19.4 mmol/l. The pump alarm history was reviewed and found that the last alarm in the history was a low cartridge alarm occurring on (B)(6) 2013. The pump delivery history was reviewed and found that the pump appeared to be delivering as intended. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/10/2014 with the following findings: daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed flow accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.